Event description:
It was reported that the patient had a loss of therapeutic effect. The stimulation was not hitting the right area, ¿from the right leg to big toe.¿ stimulation was going down the back of the leg. It was noted that the stimulation had changed a few months prior to this report. There was no known accident or incident related to this. Patient wanted help with reprogramming. It was later reported impedances were reading greater than 3600 ohms on all or most pairs with electrodes 0-7. It was noted that 8-15 appeared to be in normal range, 600ohms. Impedance testing was done because, the patient did not feel stimulation as strong as he used too. It was noted that this had been occurring since (B)(6) 2013, a little bit before a major surgery that the patient had in (B)(6) 2013. Additional information received reported, the patient had gotten an x-ray and was getting a referral to a neurosurgeon. It was noted that a program was set so the patient was getting some therapy that was efficient for the time.

Manufacturer narrative:
Product ID 377760, lot# n0030208, implanted: 2005 (B)(6); product type lead product ID 377760, lot# n0030208, implanted: 2005 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2005 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 377760, lot# n0030208, implanted: 2005 (B)(6); product type lead product ID 377760, lot# n0030208, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
Follow up information reported that had not seen the neurosurgeon but was waiting for a referral from their managing physician. It was noted that the patient was getting minimal relief but was still utilizing the implantable neurostimulator system. If additional information is received, a follow up report will be sent.